Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 245, 131 mg/dl. Tests were done within 10 minuties with a difference of 54%. Pt did not experience any adverse events. No further info has been reported.